Event description:
Stent balloon would not inflate. Appropriate checks to indeflater made. Contrast checked, inflation tried again with 1/2 balloon inflated. Scimed rep. Present, decisiion to go to higher pressure, 16 atms. At 2 minutes, tried to deflate balloon, unsuccessfully. Total time inflated was 3 minutes. Attempts to puncture balloon unsuccessful. Balloon pulled out through coronary-aorta sheath. Balloon was intact and inflated.